Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received a nocturnal low glucose alert, observed a lowest glucose value of 65 mg/dl, treated with three glucose tablets and a small amount of orange juice, and glucose returned to 85 mg/dl within about 30 minutes; troubleshooting and education were completed, and the patient requested discussion about adjusting the nighttime target range. Symptoms included hypoglycemia without reported accompanying physical complaints. Outcomes included that medication in the form of oral glucose was required; no serious injury, illness, or impairment was reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available and there was insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.